Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported a fall which resulted in a neck injury. Magnetic resonance imagery (MRI) of the cervical spine was required to assess the injury. The patient¿s evoke scs system was not conditionally approved for MRI; therefore, the patient requested a system explant. It was confirmed that the scs system had been performing as intended prior to the explant and that the system did not cause or contribute to the patient¿s fall.